Event description:
It was reported that the device was in use with patient for infusion. The device gave a "no disposable- clamp tubing" alarm and the patient's backup pump also gave this alarm. The reporter (pharmacy) stated both devices were replaced. No adverse effects reported.